Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 480 mg/dl and being hospitalized with diabetic ketoacidosis. Troubleshooting found that the pump alarmed button error and has moisture damage that is visable in the pump. The customer declined to troubleshoot for the high blood glucose and indicated that he would not send his pump back for analysis.